Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The same day as event onset, the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, stat then every 4th day, discontinued) and ceftazidime injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. It was reported that the patient was retrained on proper aseptic techniques. Pd therapy was ongoing. Fourteen days after event onset, the patient recovered from the events. On an unknown date, the patient was discharged from the hospital. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.